Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had a mix of product types in a pack. The following information was provided by the initial reporter: the customer felt there was a mix of product with the box of product. One packet of 10 had a different item number and lot number than what the box stated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned nine (9) 31gx6mm, 0.3ml bd insulin syringes in an open polybag from lot 9252570. Consumer reported using item 324910 lot # 7233893, and feels a bag of 324909 with lot # 9252570 was within this box (mixed product within box). The returned samples were examined, however, no evidence of manufacturing defect was observed. Since the samples were returned out of the original shelf carton it could not be determined if this polybag was incorrectly packaged together during the manufacturing process. Furthermore, these lots (lot 7233893 and lot 9252570) were manufactured over a year apart, so it is unlikely that these products would be packaged together as a result of a manufacturing defect. A review of the device history record was completed for batch# 7233893. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle had a mix of product types in a pack. The following information was provided by the initial reporter: the customer felt there was a mix of product with the box of product. One packet of 10 had a different item number and lot number than what the box stated.